Manufacturer narrative:
This is related to (B)(4) 9614392-2011-00125. This is being filed as sarcoidosis. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results code: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusions can be drawn. Should further info be provided that would change this conclusion, an upgrade to this report will be provided within 30 days of receipt of the additional info.

Event description:
Pt reports redness and discharge from eye and has a condition called sarcoidosis. This is being filed as sarcoidosis with an unconfirmed relationship to the lens and the reported problem.